Manufacturer narrative:
Retainer ring = black. Device case = ngp. Customer returned device for an alleged keypad unresponsive/button error alarm found on september 27, 2022 device received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. During rewind at december 12, 2022 at 05:17:33 due to dried insulin and moisture damage. Device failed rewind test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device passed self test. All buttons function properly. Device was cut open to perform visual inspection and found dried insulin moisture damage to the electric board 1, force sensor and motor. The j1 connector on electric board 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarm found in the history files on or near the event date. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Confirmed during testing due to moisture damage on electric board 1, force sensor and motor. Keypad/buttons functioned properly during analysis and passed all required testing. Stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Event description:
Information received by medtronic indicated that keypad was defect. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.